Event description:
A retractor was used to open the pathway for the removal of a competitive artificial disc from the patient during a revision surgery. After the disc was removed, bleeding was observed. A vascular surgeon was brought in to assess and repair the damage to the vena cava. However, the pt expired. Per reporter, there are no indications the retractor caused or contributed to the event.